Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side "signs of rupture and minimal collapse". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side "signs of rupture and minimal collapse". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "signs of rupture and minimal collapse". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: black particles in the surface of the shell. No further actions are required as the device was implanted.